Manufacturer narrative:
(B)(4). Intimal dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. The lot history record was reviewed for the reported lot and there is no indication of a product quality deficiency.

Event description:
It was reported that the procedure was to a 99% stenosed, eccentric lesion in the moderately tortuous, mid circumflex coronary artery procedure. Pre-dilatation was performed with a non-specified balloon. During deployment of the 3.0 x 38 mm xience prime stent at 14 atmospheres a distal edge dissection occurred. Another unplanned xience prime stent was used to cover the dissection. There was no adverse patient sequela or a clinically significant delay in the procedure reported. There was no additional information provided.